Event description:
During a coronary drug eluting stenting treatment proceudre, balloon removal difficulties were encountered. The physician implanted a taxus express2 8.8% 2.75 x 32 mm drug eluting stent. Balloon withdrawal resistance was encountered. No pt injuries or complications were reported. Additional information has been reported.